Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide new patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.

Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability and any new or additional complaint details. Medical record review: a bare metal stent was placed in the mid left anterior descending artery (lad), successfully reducing stenosis from (B)(4) to (B)(4). Approximately six months post lad stent placement, a tips procedure was performed for bleeding gastroesophageal varices. A 10 mm x 6 cm x 2 cm covered stent was deployed from the portal vein to the middle hepatic vein. Completion venogram demonstrated the need for an additional stent and a 12 mm x 6 cm stent was deployed from the level of the middle hepatic veins to the ivc. Completion venogram demonstrated satisfactory results. Hemostasis was obtained and there was no immediate complication. Approximately one month post tips procedure, mechanical thrombectomy and thrombolysis were performed for thrombosis of the distal main portal vein and proximal right and left portal veins. The distal main portal vein was free of thrombus and there was residual clot in the proximal right and left portal veins at the end of the procedure. Three amplatzer coils were deposited in the tract before removing the sheath. There were no immediate complications. Approximately 18 months post tips procedure, a CT scan demonstrated evidence for embolization of the superior aspect of the tips stent into the left lower lobe pulmonary artery. The patient was evaluated by cardiothoracic surgery as well as interventional radiology; they both concluded that there was no surgical intervention needed at that time. Image review: based on the images provided, a vena cava filter was not deployed within the ivc, can be confirmed. Based on the images provided, two vascular stents were deployed between the right hepatic vein and the right branch of the portal vein can be confirmed. (B)(4).

Event description:
New information received: based on a review of the medical records received, it was reported that a bare metal stent was deployed in the mid left anterior descending artery (lad) successfully reducing stenosis from (B)(4) to (B)(4). Approximately six months post lad stent placement, a covered stent and a bare metal stent were deployed during a tips procedure for bleeding gastroesophageal varices. Hemostasis was obtained, and there were no immediate complications. Approximately 18 months post stent deployment of a tips procedure, a CT scan demonstrated evidence for embolization of the superior aspect of the tips stent into the left lower lobe pulmonary artery. The patient was evaluated by cardiothoracic surgery as well as interventional radiology; they both concluded that there was no surgical intervention needed at that time. The medical records received did not include any information referencing an ivc filter.

Event description:
It was reported that approximately two years post vena cava filter deployment, diagnostic images demonstrated a detached filter limb. Two attempts were made to capture retrieve the filter and detached filter limb unsuccessfully. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review was not performed because the lot number was not provided. The reporter provided limited patient details. A request for complete patient details, product identifiers, and procedural details were made but none were provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment and difficult to remove. Based upon the available information the definitive root cause for this event is unknown.